Manufacturer narrative:
Device review: the user did not return the liberty cycler for evaluation. The liberty cycler was not replaced by the user for this event. A device history record (DHR) review was performed and the device was found to have been manufactured per specifications. Updated medical record review: additional medical records were received and reviewed by post market surveillance clinical staff. It was noted that patient had recurrent episodes of culture negative peritonitis on (B)(6) 2013 medical records do not reveal the cause of the peritonitis, however, medical records show that the patient was non-compliant with her antibiotic regimen medical records do not contain peritoneal dialysis flow records for review. There is no documentation in the medical record that shows any causal relationship between the patient's liberty cycler and concomitant products and the patient's suspected peritonitis. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the patient event.

Event description:
Findings from the additional medical records received on 06/29/2015. The medical records reveal the patient was treated for peritonitis on (B)(6) 2013 and then had an episode of abdominal pain, cloudy effluent and fever on (B)(6) 2013. On (B)(6) 2013, patient was prescribed intraperitoneal cefazolin and ceftazidime. Physician notified of culture results on (B)(6) 2013 and the patient continued with antibiotics. On (B)(6) 2013, the patient called stating that she had abdominal pain and had missed an antibiotic treatment. She was instructed to bring in a bag with peritoneal effluent on (B)(6) 2013. The patient was re-educated on peritonitis and the importance of taking antibiotics. On (B)(6) 2013, the patient had a peritoneal dialysate culture drawn and prescribed gentamycin daily and vancomycin every three days. On (B)(6) 2013, the patient presented at the dialysis clinic and admitted that she had missed 2 or 3 doses of her prescribed antibiotics. The patient was re-educated on peritonitis and prevention. The patient was prescribed vancomycin every third day and gentamycin daily. On (B)(6) 2013, the physician adjusted the patient's antibiotics in response to the elevated peak and trough.

Event description:
Medical records received from the patient's dialysis clinic on (B)(6) 2015 revealed the patient had an episode of abdominal pain, cloudy effluent and fever on (B)(6) 2013. She was suspected to have peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation. Based on the medical records received on (B)(6) 2015, it appears that on (B)(6) 2013, this patient experienced abdominal pain, cloudy effluent and fever. She was suspected to have peritonitis. There is no documentation in the medical record that shows any treatment for this episode. Medical records do not contain any progress notes, treatment/medication records, lab or diagnostic results for review. There is no documentation in the medical record that shows any causal relationship between the patients liberty cycler and concomitant products and the patient's suspected peritonitis.